Manufacturer narrative:
Device qc performed. December 18, 09.

Event description:
Initial info received from a consumer on 12/11/09: a (B)(6) old female received an unk amount of injectable poly-l-lactic acid (sculptra) (lot # and exp date unk) under her eyes and cheekbones five weeks ago ((B)(6) 2009) for the indication of wrinkles. The first injection looked beautiful; however, after receiving a second injection on (B)(6) 2009 into the same area, there was swelling in the soft tissue below the injection. She declined to provide add'l info as she would talk to her dr. Medical history and concomitant medications were not provided. No further relevant info reported. Add'l info received from a consumer on (B)(6) 2010: consumer reported that she has had four or five treatments all together and her last treatment was (B)(6). She stated that one side of her face does not look as firm as the other side. No further info reported. Add'l info for sculptra (lot # and exp date: not provided) (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Add'l info received from a consumer on 09/16/10: based on new info received, this non-serious case has been upgraded to serious based on the reclassification for the events following assessment utilizing the company's new device reporting tree. Consumer reported that she has had multiple injection sessions (maybe 7 or 8) of poly-l-lactic acid primarily in her cheeks and temple area since (B)(6) 2009. She waits 6-8 week intervals between sessions and has had the physician only inject small amounts each time. Following her fourth session, she noticed the area feeling warm. She took a dose of diphenhydramine hydrochloride/phenylalanine (benadryl) and this resolved. Recently, she had pain in an area (no visible redness, etc., on the surface of the site and no nodules felt) that her physician thought was delayed inflammation. She took prednisone 10 mg for 7 days and then started loratadine (claritin). She has been on claritin for 2 days and the inflammation appears to have resolved. She further stated throughout her treatments, the "fluid" under the skin has appeared and disappeared and her physician said this was normal. No further info reported.